Event description:
It is reported that an urgent left heart catherization was carried out using an endeavor sprint drug eluting stent in order to re-stent a distal segment. While advancing the stent at the proximal to mid junction of this artery, the stent became unsheathed from the delivery of the balloon. Multiple angiographic images and inspection of the guiding catheter confirmed the un-deployed stent position at the acute angle in the junction of the proximal and mid rca without flow limitation. The physician was unable to advance the initial delivery balloon inside the undeployed stent due to heavy calcification and loss of guide position. A newly deployed stent effectively pinned and covered the undeployed endeavor stent against the vessel wall behind the struts. Following the procedure there was documented acceptable angiographic results with timi-iii distal flow, and resolution of chest pain and st segment elevation. Ref user facility report MFR # 2300290000-2012-5

Manufacturer narrative:
Evaluation, results: the root cause of the reported event is undetermined. Inherent risk of procedure-stent embolism is listed in the product IFU as an inherent risk of stenting procedures. Evaluation, conclusion: no conclusion can be drawn -the root cause of the reported event is undetermined; inherent risk of procedure-stent embolism is listed in the product IFU as an inherent risk of stenting procedures. (B)(4).